Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that two days post implant, a pacing failure occurred. Lead impedance was 2000 ohms and the capture thresholds were 3.5 v. The physician suspected a lead fracture. During the replacement procedure, the lead impedance measured at 2800 ohms.